Event description:
It was reported by the customer that the cdh29 did not fire properly during a low anterior resection. It was reported that the surgeon fired the instrument and upon examination of the site, no staples has been released. Another cdh29 was used to complete the procedure. There was no consequence to the patient.